Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they cannot read the display and rewind anomaly. Customer did not mentioned blood glucose at the time of incident. The insulin pump had damage on the screen. Insulin pump will not be returning for analysis.

Manufacturer narrative:
Device received with minor scratches on lcd display window noted. The test reservoir p-cap was able to lock in place. Device passed displacement test, self test, off no power test, a21 error test and all operating currents tested within the specification. No failed battery test alarm or rewind anomaly were noted. (B)(4).